Event description:
The reporter contacted animas on (B)(6) 2014 alleging moisture ingress in the pump, behind the display. This complaint is being reported because the alleged moisture ingress issue remained unresolved with troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2014 with the following findings: battery cap and cartridge cap were not returned with the pump for investigation. Investigation was completed with test caps. On examination, the pump case was cracked between the display lens and the case seal on the lower right-hand side. There was moisture corrosion noted on the display screen on the inside of the pump. The pump failed a leak test due to the damaged case. The pump was opened for investigation and revealed moisture corrosion inside the pump affecting the circuitry, the display screen, the printed circuit board and the motor wiring and connector.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When the evaluation is completed and a supplemental report will be filed. No conclusions can be made at this time.